Event description:
It was reported that set would not infuse. No patient harm.

Manufacturer narrative:
The customer¿s report that the set would not infuse was not confirmed. Visual inspection of the set noted no damage or any anomalies. Functional and pressure testing resulted in the set flowing freely and showed no signs of occluding. The set was then setup for a gravity infusion using the attached infusion bag. The infusion was setup for a rate of 75ml/h and 75ml vtbi. The infusion completed successfully with no occlusions or difficulties occurring. The root cause of the customer¿s report was not determined.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. Although requested, the patient's demographics was not provided.

Event description:
It was reported that set would not infuse. No patient harm.